Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 48 mg/dl. They treated with food and put the insulin pump on suspend. Troubleshooting for the low blood glucose was not performed. The device will not be returned for analysis.